Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they found leak in the reservoir. The customer's blood glucose was 86 mg/dl at the time of incident. The customer stated that the leak was past second o-ring. The reservoir will not be returned for analysis.